Manufacturer narrative:
The hillrom technician found the brakes are not holding and cannot lock the bed. Per the hillrom user manual, warning: patients may use the bed for support while entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in sept 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician stated the bed will be scrapped due to being end of life. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the brakes on the bed were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).